Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 12-nov-2015 with the final ptc (ptc global number: (B)(4)) investigation result: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-nov-2015 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pains and haemorrhages (regarded as genital hemorrhage). Additionally, she had anemia. The devices were removed (hysterosalpingectomy performed). Only anemia is unlisted according to the essure reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer developed pain and bleeding an unspecified time after essure placement. These events improved with devices removal. Considering this information; causality with the suspect insert cannot be excluded. Regarding anemia, consumer had lupus as concomitant disease. This condition could be an alternative explanation for her anemia. However, considering iron deficiency anemia may occur as a complication of heavy menstrual periods it cannot be excluded this event occurred as a consequence of the genital bleeding. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up will be pursued since this is a digital press case.

Event description:
This is a spontaneous case report received through bayer communication department from a non-health professional in (B)(6) on 05-oct-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. The case has been published in "(B)(6)". Consumer reported that she thought her headaches could be caused by her illness (she has lupus). However, during the past three years (since 2012), her pains and haemorrhages have been more acute and she had anaemia. The gynecologist tried to regulate her period by pills, but nothing improved. Finally, the doctors chose to remove the implants and, on the (B)(6) 2015, they removed them together with her fallopian tubes and uterus. Consumer now feels very well, without pains and completely recovered. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pains and haemorrhages (regarded as genital hemorrhage). Additionally, she had anemia. The devices were removed (hysterosalpingectomy performed). Only anemia is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer developed pain and bleeding an unspecified time after essure placement. These events improved with devices removal. Considering this information; causality with the suspect insert cannot be excluded. Regarding anemia, consumer had lupus as concomitant disease. This condition could be an alternative explanation for her anemia. However, considering iron deficiency anemia may occur as a complication of heavy menstrual periods it cannot be excluded this event occurred as a consequence of consumer's genital bleeding. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No follow-up will be pursued since this is a digital press case.